Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a drain complication during drain 1. Troubleshooting could not clear the alarm and treatment was discontinued. When the patient opened the cassette door some drops of fluid were found. The patient was advised to contact his nurse. The cycler was replaced. During follow up the patient's nurse reported the patient had not had any adverse event related to the leak. The source of the leak could not be confirmed.

Manufacturer narrative:
Exterior visual inspection showed no signs of physical damage. There were no discrepancies encountered in the internal inspection of the cycler. The simulated treatment was performed and completely without failures or problems. There are no visual indication of dried fluid was found within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. Testing found no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined. The reported symptom fluid leaking was not confirmed. The reported symptom dc drain complication encountered was not confirmed.

Event description:
"."